Event description:
User facility medwatch report received that states: for an extended stenosis in the anterior tibial artery (ata), the phoenix 1.8mm catheter was utilized. The system was flushed as per the instructions for use (IFU). Due to better support, an abbott command es wire was employed. The entire ata was atherectomized using the phoenix catheter, and in the distal area of the ata, resistance was encountered with the phoenix catheter. This led to increasing friction between the wire and the phoenix catheter. The doctor intended to change the wire through the phoenix catheter in order to maintain wire access, but this proved unfeasible. The phoenix catheter had to be removed along with the wire. Subsequently, it was discovered that the 3cm tip of the wire remained in the distal ata. The cutting head of the phoenix catheter cannot be held responsible for this, as it remained positioned well above the wire's end throughout the procedure. This distal location where the wire tip was retained and where increased resistance was observed was treated with a stent, resulting in a favorable final outflow of the ata. No additional information was provided.

Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record, corrective action tracking system for the web database review, and similar incident query was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the reported patient effect and subsequent treatment appear to be related to operational context. The reported patient effect of obstruction/ occlusion is listed in the hi-torque command 18 guide wires instruction for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D4: the UDI is unknown due to the part/lot number was not provided. Attachment: medwatch report #mw5146589